Event description:
On (B)(6) 2012, the customer reported via telephone that the needle broke off during use. On (B)(6) 2013, spoke with customer via telephone who stated that he currently takes intramuscular medication every 5 days and on (B)(6) 2012, his wife was administering the injection to his left buttock area when the needle wrapped around the skin and was very painful. That is when she noticed that the needle had broken off and was within the skin. The customer transported by care to the emergency room. The doctor looked at the syringe and informed them that this was a retractable syringe. The doctor then took the syringe apart to see if he could find the needle but was unsuccessful. The doctor then was able to palpate the needle in the left buttock area, but was not able to remove it. The doctor ordered ice packs to the area to see if this would help in removing the needle. When the customer was taken to x-ray, it was noticed that the needle had come out but the x-ray tech could not find where it was on the floor. When the customer arrived back to the bed the doctor was not able to palpate the needle any long and could not identify it on the x-ray.

Manufacturer narrative:
No product has been received to date. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle braking off. Unable to rung complaint history check or device history review as lot number is unknown. Quality will continue to monitor.